Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the balloon catheter (subject device) was fractured at the hub. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that the balloon catheter(subject device) was fractured at the hub. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Expiration date - added. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. Device evaluated by mfg ¿updated. Summary attached - updated. Manufacturing date ¿ added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During analysis, the returned device was visually inspected and no defects were noted to the hub or catheter shaft. Following the functional test, the device was flushed with no difficulty and the balloon was inflated and deflated without any issues. No leaks were noted around the hub of the device. Based on analysis, the as reported "balloon catheter broken inside patient" was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.